Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported symptom of no flow could not be reproduced during the device evaluation. The device was tested for flow rate accuracy and the device was found to be passing at all flow rates. The device was determined to not meet all product specifications related to an unrelated event. The reported no flow was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse. It was also reported the device was on a patient and the pump gave indication that the infusion started only nothing was flowing (medication, volume and delivery rate unknown). Device was swapped out and therapy continued. There was no patient injury or medical intervention associated with this event. No additional information is available.